Event description:
Drive devilbiss healthcare was notified of an incident involving a bariatric bed by a distributor, who stated that "during operation of the bed the power cord was pinched and caused a spark, which caused a fire." Given that the fire was caused by a pinched power cord, drive has confirmed that there was no reported defect or issue with the design or manufacture of the unit. There was no report or evidence of illness, injury or medical treatment associated with the complaint. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.